Manufacturer narrative:
Thv/tvt registry. UDI number: (B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Although the root cause of the event could not be confirmed, investigation results suggest/indicate in addition to the procedure itself, patient factors not provided may have contributed to the worsening pvl and subsequent re-dilation of the valve 3 months post deployment. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, a 26mm sapien 3 ultra valve was deployed in the aortic position via the transfemoral approach. The valve was deployed in a final 70:30 a/v position with no paravalvular leak (pvl) observed. Post procedure, the peak gradient measured 7.3 mmhg and the mean gradient measured 4.3 mmhg. Post procedure, the patient reported no significant change in symptoms. At the 30-day follow-up visit, echo indicated an increase in pvl to mild to moderate. The peak gradient measured 17 mmhg and the mean gradient measured 10 mmhg. The patient also reported no improvement in symptoms. One month later, the patient was admitted due to shortness of breath (sob). A cardiac cath was performed to rule out coronary disease as a possible cause of the sob. Angio of the valve indicated the pvl was worse. The peak gradient measured 11 mmhg and the mean gradient measured 6 mmhg. Tee was performed 4 days post admission to assess the valve for possible re-dilation. The valve was positioned correctly and no issues with the valve leaflets were observed. Some pvl was observed; however, the physician did not believe the leak was enough to cause the reported symptoms. Three months post valve deployment, the moderate pvl had not improved. Re-dilation of the valve was performed with nominal plus 3cc of fluid. The pvl was reduced from moderate to trace. At the time of the reported intervention, the patient was doing well and in stable condition. The valve remains implanted in the patient.